Event description:
Pt undergoing ptca procedure. Physician utilized the taxus express2 monorail paclitaxel-eluting stent. Balloon was inflated and would not deflate. After multiple attempts to deflate (unsuccessful), pt was taken to emergent surgery for CABG x 1 and removal of stent hardware.